Event description:
The customer alleged they received questionable total antibodies (igm and igg) to the hepatitis a virus (ahav) results for one patient on their e-module. The patient's initial ahav result was 4.38 iu/l and it was reported outside the laboratory. On (B)(6) 2013, the sample was tested at another laboratory on a modular analyzer, serial number not provided, and the result was >60 iu/l. The sample was tested on an architect analyzer, and the result was 8.33 iu/l. On (B)(6) 2013, the sample was sent back to the original laboratory and the result was >60 iu/l. It was unknown which result the customer considered correct. There were no adverse events. The ahav reagent lot number was 169554 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6). For the medwatch on the other e-module involved in this event, refer to the medwatch with the patient identifier (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. There was no sample available for investigation.